Event description:
It was reported that the patient underwent a da vinci-assisted trans oral robotic surgery (tors). About 1 hour into the procedure, a monopolar permanent cautery spatula reportedly arced through the wrist joint and burned the patient¿s tongue. The patient was under general anesthesia and was intubated during the procedure. The oxygen was at 30% fi02 (fraction of inspired oxygen). A maryland bipolar forceps was also in use and activated when the arcing occurred. The instruments were not immersed in liquid and no bio debris was noted. The instruments were inspected prior to use and no unusual findings observed. The surgeon was cauterizing and removing the base of the tongue when the issue occurred. A backup monopolar permanent cautery spatula was used, the surgery was continued as planned with no further issues, procedure delay was less than 10 minutes. The patient had third degree burn on their tongue and the size was about 1x1 centimeters. The burn injury was left to heal on its own and did not require any other additional intervention. There was no adverse complication due to the burn injury or from the procedure. The patient was reported to be in stable condition. The issue was resolved via phone fix.

Manufacturer narrative:
Based on the investigation, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Permanent cautery spatula pn:470184-13 ii ln:n10190604-0051 ii sn: (B)(6) has 10 max tool uses, used once during the procedure and zero remaining uses. Permanent cautery spatula pn: 470184-13 ii ln:n10190604-0052 ii sn: (B)(6) has 10 max tool uses, used once during the procedure and 9 remaining uses. An advanced system log review was conducted by an isi failure analysis engineer (fae). Per the fae, the error logs did not show any relevant errors that would have caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5153361 stating: during a robotic-assisted, oral approach neck dissection the spatula cautery was placed on the side of the mouth at the start of the procedure. Surgeon noted a lot of smoke coming out from the patients mouth, and while moving the spatula he noticed smoke coming from the hinges on the spatula arm. Additionally the insulated portion on the top of the hinges was burned and the color was black. Device was removed and changed out. The da vinci hotline was called to report the incident.